Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had a battery monitoring voltage of 2.64 v after 27 months of implant. This device is part of the shortened replacement window advisory. This advisory was originally communicated april 5, 2007. Subsequently this device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Technical services recommended monthly follow ups until the device declares elective replacement indicator. As of today the device remains in service. Analysis is currently ongoing. Once analysis is complete this event will be updated and resubmitted.